Event description:
The procedural report indicated that the pt had a hemorrhage at the end of the procedure. The trial coordinator reported that "immediately following reperfusion, the pt became then somewhat more somnolent and complained of head pain. A dyna CT was then performed confirming the suspicion there may have been intracranial hemorrhage. The pt's inr was 3.3 on admission; therefore, the pt was emergently administered 200 units of prothrombin complex concentrate. The head CT, the following day, showed only a small petechial hemorrhage. The pt suffered no additional deficits or symptoms from this event. The head CT on (B)(6) 2010 still showed evidence of petechial hemorrhage." This event was reported as having a possible relationship to the device and was ongoing at the time. This event was considered serious. This MDR is associated with MDR 3005168196-2010-00593.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This info was received when reviewing data for the penumbra pics post-market clinical trial.